Manufacturer narrative:
Zoll medical (B)(4) evaluated the device and the customer's report was not replicated or confirmed. The device was put through extensive testing which included bench handling, stress testing and functional testing without duplicating any device malfunctions. The device was recertified and returned to the customer. No trend is associated with reports of this type. The activity log was cleared by the customer prior to returning the device and could add no value to the investigation.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device did not operate correctly. Complainant indicated that there was no patient involvement in the reported malfunction.